Event description:
Customer reported a reservoir leak. Customer stated that they saw an insulin leak from the top where the reservoir connects to the infusion set. Customer also mentioned receiving a no delivery alarm. Customer's current blood glucose reading is 78 mg/dl. No further information reported.

Manufacturer narrative:
One opened and used reservoir was inspected. Physical damage to the reservoir barrel and visual slush to the barrel neck below from the snap-cap were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.